Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es machine shuts down unexpectedly during a patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was shut down. A field service engineer (fse) inspected the bus cable and wires at the back of the station. The fse found a lot of debris behind the station, including alcohol wipes behind the drawers. Medication was also pressed against the back of drawer 6.2 and the drawers were working, and a proactive inspection was performed at the station. The system functioned as intended after the field service engineer repaired the device.